Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the first step of dissection on a laparoscopic inguinal hernia, the balloon did not provide any dissection. The surgeon had poor visualization, made the procedure more challenging. There was no patient injury.